Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Initial inspection was performed and the circuit switch was found to be intact. The illuminator was installed onto the test system and no leds or fans turned on, illuminator was found completely non-functional. After power cycling with the circuit breaker switch and reseating the cables multiple times the unit continued to have no power. System was powered on to attempt programming unit to system and error code 97 was found because illuminator could not be detected.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that error 48238 occurred. The customer recovered error 48238, but error 297 occurred after. The customer identified a defective illuminator; therefore, the customer power cycled the system, unplugged the communication cable and switched to a third-party illuminator to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.